Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing (twos) causing a lead integrity alert (lia) to trigger for elevated sensing integrity counter (sic). The lead was reprogrammed and the issue was resolved. The lead remains in use. No patient complications have been reported as a result of this event.